Manufacturer narrative:
Additional information was added to h6 h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the events occurred (B)(6) 2025 to (B)(6) 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) extension sets leaked "midline". This was observed during patient infusion with an unspecified medication. To resolve the event, the sets were removed and medication injected directly through the cannula. There was no report of patient injury or medical intervention associated with this event. No additional information is available.